Event description:
A report was received from a user facility that during a suction procedure, the doctor noticed that the scales on the catheter were missing. The doctor cited that there was no pt injury, medical intervention, nor impact to the pt.